Event description:
This report cites three incidents of leaking infusion sets during chemotherapy (5-fu) treatment. Two incidents involved patients and one incident involved a pharmacy technician. The incidents were reported to mckinley by a distributor of the product, who received notice from the user facility. The report from the distributor cities the failure mode as a tubing-bond leak at the in-line filter. There was no injury reported for the incidents that involved the patients. However, the pharmacy technician reportedly received a burn to one hand, despite wearing protective gloves.